Event description:
It was reported that the patient's pacemaker was unable to be programmed and further had error messages. Upon troubleshooting, the pacemaker was successfully re-programmed. The patient was in stable condition throughout.

Manufacturer narrative:
Correction : section h6 : medical device problem code was updated to include "2896 - communication or transmission problem" as the device was unable to be programmed.